Event description:
During a routine meeting on tuesday (B)(4) 2013, the topic of the recent duragen recall was discussed. This hospital has historically been a large duragen account and the recall/ back order issue affected them quite considerately. However, since the issues have been resolved the neurosurgeons have been happy to return to using our products although had asked the question of why the recall had happened in the first instance. It then came to light that two of the neurosurgeons had recently had 4-5 patients who had contracted post surgical chemical meningitis. They are suggesting that duragen was the cause of this and they have stated they didn't think it was. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.